Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set rge safety device is not immediate and slow sample rate. The following information was provided by the initial reporter: description : safety device not immediate on removal of needle, risk of contamination during handling by nurses. Slow sampling rate, risk of coagulation. Blood analysis done for the first time with this new equipment which is not safe or effective (obliged to take out the needle at the risk of pricking ourselves to then put on the protection provided, very slow blood flow at the risk of losing the flow in people who are difficult to prick... Clinical consequences: loss of time, risk of accident, blood exposure, risk of failure of the test, risk of refusal of assessment if a second injection is required if the flow is not satisfactory and the vein is lost. Precautionary measures: use of old equipment, boycott of the recent.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set rge safety device is not immediate and slow sample rate. The following information was provided by the initial reporter: description : safety device not immediate on removal of needle, risk of contamination during handling by nurses. Slow sampling rate, risk of coagulation. Blood analysis done for the first time with this new equipment which is not safe or effective (obliged to take out the needle at the risk of pricking ourselves to then put on the protection provided, very slow blood flow at the risk of losing the flow in people who are difficult to prick...

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.